Event description:
It was reported that quantity 2 of the neptune 2 specimen collection manifolds were clogging and getting low suction during a procedure. The case was completed successfully without a clinically significant delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.

Event description:
It was reported that quantity 2 of the neptune 2 specimen collection manifolds were clogging and getting low suction during a procedure. The case was completed successfully without a clinically significant delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.

Manufacturer narrative:
Device not returned for investigation.

Manufacturer narrative:
The reported event could not be confirmed since the units were not returned for evaluation.